Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of ¿in the 300¿s mg/dl¿ with the subject meter and was unable to provide readings from the other device. The calculated difference of these glucose results is unable to be determined. The reporter was having symptoms of feeling nauseated at the time of troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.